Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2016. The reaction site was on the left side of the abdomen. The patient stated that pus occurred and she experienced an immediate skin reaction after about a day. Patient talked to her doctor on (B)(6) 2016 and was told to discontinue use due to infection. The affected area was treated with neosporin. Additionally, patient stated that she did not believe the reaction was due to the sensor, but possibly due to her immune system. No additional event or patient information is available.